Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed red sores on his skin under the electrodes. The sores are not broken open. The patient also reported that the garment is too tight and digging into his skin. Field services sent the patient a larger size garment. There was no alleged device malfunction contributing to the irritation. The patients nurse confirmed moving the electrodes off the sore spots, so the equipment was not sitting directly on the affected area. Follow up with the patient indicated that the sores are "healed".